Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for non-physiologic noise during two high rate non-sustained episodes. The noise was not able to be reproduced in clinic. It was later reported the lead integrity alert (lia) was tripped and oversensing was noted. Detections were programmed off. It was suspected the lead had fractured. Follow up with the company representative indicated that the rv lead was reprogrammed and a replacement procedure is scheduled. The lead remains in use. No patient complications have been reported as a result of this event.